Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient implanted with altis on (B)(6) 2016. Event 1: numbness discomfort. Inguinal pain. Event 1 reported on (B)(6) 2016 - onset event : (B)(6) 2016. No treatment. Event status: ongoing. Event 2: de novo urge incontinence : occasional imperial incontinence (1-2 times / week). Event 2 reported on (B)(6) 2017. Date of onset event: (B)(6) 2016 treatment: intermittent urinary drainage event status: on going. Event 3: de novo voiding difficulties/dysfunction: pvr = 213 ml. Event 3 reported on (B)(6) 2017. Date of onset event: (B)(6) 2016 - treatment: intermittent urinary drainage-event status: on going-device still implanted in patient on (B)(6) 2016.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the implanted device. However, because qa's examination may not conclusively confirm or disprove the report of numbness, discomfort, pain, imperial incontinence, de novo voiding difficulties or dysfunction, qa accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
Additional information received indicated the event (numbness, discomfort, inguinal pain) was resolved on (B)(6) 2016.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Additional information received about event 3: error in the measurement of postmictional residue by false ultrasound image: "uterus atom" that required hormonal treatment. No postmictional residue measured by catheterization. No treatment. The site reported also a change in the status of the event 3: it was resolved on (B)(6) 2017. As the site reported that there was finally no pvr. The site deleted the event 3 as it is not a complication (false ultrasound image). Regarding the event 2 (de novo urge incontinence : occasional imperial incontinence (1-2 times / week). No treatment, resolved on (B)(6) 2017.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Additional information received indicated that there had been the difficulty in passing the introducer on the right side during the operation.